Event description:
Implant was placed 11/6/96 and removed 1/8/97.

Manufacturer narrative:
The medical history was received and evaluated. Co's conclusion remains the same: the implant is not believed to be the cause of failure.